Manufacturer narrative:
Product event summary: data files were returned and analyzed. Two image files were returned. The images showed mapping of the heart. In conclusion, the reported clinical issues cannot be assessed through data analysis. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient entered in atrial fibrillation. Cardioversion was attempted twice, after which the atrial fibrillation transitioned to atrial flutter or coarse atrial fibrillation. Mapping of the left atrium was performed in atrial arrhythmia to obtain voltage data, and geometry data was collected. Several lesions, including both pulse field and radiofrequency, were delivered in the left atrium without incident. The patient was pharmacologically cardioverted followed by an electrical cardioversion into normal sinus rhythm (nsr); heart block was also present. Intracardiac echocardiography (ice) was utilized. The catheter was pulled back to the right atrium for a cavotricuspid isthmus (cti) line, and a map was created while pacing the coronary sinus (cs), but the cs was not consistently capturing. One radiofrequency lesion was delivered and then a wide complex ventricular arrhythmia occurred. An external defibrillator was used to terminate the arrythmia and the patient returned to nsr. The cti line ablation was aborted and and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the ventricular arrhythmia that occurred was ventricular fibrillation (vf).